Event description:
It was reported to covidien on (B) (6)2009 that a customer had an issue with a trellis device. The customer reports the proximal balloon was inflated for 9 minutes during the lytic injection. At minute 9, the balloon lost inflation. The physician reinflated the balloon twice and it would not stay up. The odu was removed; rosen wire was placed. During the removal of the trellis catheter, the trellis catheter broke off just proximal to the proximal balloon. The sheath, wire and catheter were all removed intact.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.